Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery in the right eye of the patient, the lens has become cloudy. The patient has developed a secondary cataract and has had a neodymium-doped yttrium aluminum garnet (yag) laser treatment. Currently the vision is good and no lens exchange is planned. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Evaluation of photos: ou: oct images show opacification of the lens more od than os. No dates are visible. There are no other photos attached especially not a slit lamp ones. We are unable to determine the root cause for the reported complaint. Based on the photos provided by the customer, opacification was observed. However, we cannot determine which iol was implanted through the photos attached. A definitive determination of damage cannot be made without the evaluation of the physical product. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating medical affairs forwarded the oct images to another ecp for a second opinion. Medical affairs wrote that on the images, one can see clearly ssngs, glistening and a secondary cataract, however the glistening are distributed inhomogeneous so that it looks like a second lens built within the lens.